Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient (pt) said they wanted to understand what interstim takes care of and what the programmer takes care of. Pt said they have been having a hard time getting it set so they can be regular. Pt said: where it is set causes them to go for days without a bowel movement (constipated) then it goes diarrhea for a whole day or two. Pt said they want to get it to where it works so they don't leak. Pt said their symptoms are improved from the baseline, this is better than all the accidents they had before implant, they doing pretty well and were only having a few accidents, it has been helpful but pt said, lately since the beginning of 2021, it seems like some of their symptoms are coming back, after they have a bowel movement, they have leakage and would rather not have that. Pt said they have "messed with the amounts" and they were confident to change programs. Reviewed interstim education information. Worked with pt to use their programmer and check their current setting. Pt was on program 3 at 2.4, they do not know what other prior programs, they are the only one who has made any program changes, they have not been back t o their doctor because it worked well enough. Pt said they know they have tried program 2 and it hurt, they changed it so it no longer hurt. Pt navigated to program 2 and reported it had been on 1.3. Reviewed some program changing information offered and sent online education links, quick guide and symptom diary. Recommended tracking their symptom results and sharing that information with their doctor to continue trying to optimize their therapy. Redirect to doctor if issue persists. Patient will maintain stimulation level and will continue to track symptoms. Pt also reported since implant the ins wasn't put in very well, where it is, it sticks out, it is too close to the skin and when they lean against the counter sometimes it gets caught and pulls. Redirected to report this to their doctor. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.